Event description:
Olympus received an initial report ((B)(4)) from (B)(6) health service with a report that the device connected to generator as per sales representative had shown earlier in the day, the device did not cut or seal. The device was reconnected to the generator and still did not work. The user opened another device. The intended procedure was completed. The issue found during a laparoscopic salpingectomy. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The following sections were updated: d9,g3, g6, h2, h3, h4, h6 and h10. The subject device was received and evaluated. The customer returned the pk-cf0533 cutting forceps (lot fr179176) for evaluation . Inspection noted the customer reported issue could not be replicated. The device was returned in its' original package, which was open prior to receipt. The device was received with the jaws opened, lock off. A functional inspection could not be performed due to a severed cord. However, visual inspection was performed and indicates that there is no foreign material on the jaws, or handle. The jaw symmetry is aligned. The first point of contact for the jaws is at the distal end; this is consistent with the standard. The jaw aperture measurement was taken inside the first teeth of the jaw, and measured at .274", (standard is .300¿ +/- .100¿). The jaw mesh is normal, no abnormalities noted. The insulation of the jaw legs was inspected and found no abnormalities. The flare is normal. The lock function works and the slider that is used to toggle the device from lock to unlock is normal. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. Although the customer complaint could not be replicated, the initial event failure is a known phenomenon which is likely a result of insufficient output time from the generator to produce the energy necessary and/or resulting from the severed cord. IFU (instruction for use) : on page 3 of the device IFU (p9100528-001_ad), it states: "warning: insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation." Also, on page 4: "do not modify this device/equipment. Modification of this device/equipment may result in injury to the patient and/or operator, and damage to the equipment and/or peripheral instruments. This device has no serviceable parts." Olympus will continue to monitor complaints for this device.